Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 pm after the end user received higher than normal blood glucose readings from his prodigy diabetes meter. The end user performed a blood glucose test with a result of 336 mg/dl. He did not experience any significant symptoms but out of concern he was taken to the ER as a precaution. Upon arrival to the ER his blood glucose was 241 mg/dl. The end user stated that no treatment was administered to stabilize his blood glucose level. Blood and urine test were performed and the results were normal. After 4 hours in the ER the end user was discharged with a blood glucose reading of 276 mg/dl and he was instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.